Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported the device had no ouptut, no telemetry and no magnet response. No pacing was seen on the EKG. It was also noted that a device check 3 months earlier had projected 14 months of remaining longevity. The device was replaced. It was later reported the patient had come into clinic (B) (6) 2009 because of severe fatigue and lightheadedness, and the device was unable to be interrogated. The patient was sent to the ER and the device was replaced.

Event description:
It was reported the device had no output, no telemetry and no magnet response. No pacing was seen on the EKG. It was also noted that a device check three months earlier had projected 14 months of remaining longevity. The device was replaced. No patient complications have been reported as a result of this event.